Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/26/2013 with the following findings: a review of the black box shows a load step malfunction occurred on the reported date. The pump powered on appropriately to the verify screen. During investigation, the pump did not detect the cartridge during a load step attempt. The force sensor was found to be out of calibration and the force resistance was out of specification. There was evidence of contamination observed on the force sensor plate. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed all of the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.